Manufacturer narrative:
Block e1: initial reporter address 1 (B)(6). Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a percuflex plus ureteral stent was to be used in a flexible ureteroscopic lithotripsy procedure. During unpacking, it was found that the stent was fractured. The procedure was completed with another of the same device and there were no patient complications reported. Picture provided by the customer showed that the stent shaft was broken.

Manufacturer narrative:
(B)(6). Device code a0401 captures the reportable event of stent shaft break. Investigation analysis: upon receipt at our quality assurance laboratory, this percuflex plus ureteral underwent a thorough analysis. Visual analysis identified stent shaft was detached and the suture hole was torn. The positioner was also returned for analysis. A review of the device history record (DHR) was performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of stent shaft break and suture hole torn were defined in the risk documentation. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the information available and analysis results, the reported allegation of stent shaft break could be confirmed. It is possible to conclude that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the shaft and is removed using excess force, the stent could get detached/separated and torn during the preparation affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a percuflex plus ureteral stent was to be used in a flexible ureteroscopic lithotripsy procedure. During unpacking, it was found that the stent was fractured. The procedure was completed with another of the same device and there were no patient complications reported. Picture provided by the customer showed that the stent shaft was broken.